Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the lifevest was contributing to the patient's pre-existing irritation. The patient's doctor confirmed that the patient's irritation was not due to the lifevest. The patient's physician reported that the patient's surgical irritation and cancer treatment may have caused the irritation . There was no alleged device malfunction. The patient's physician prescribed the patient triamcinolone cream. Follow up indicated that the patient's irritation did not change in severity. The patient's medical condition is unknown at this time.